Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the pump, pump rejects new batteries. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored and no unexpected failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: 12/16/2024 07:22:08.000, 12/16/2024 21:25:16.000, 12/16/2024 23:28:39.000 12/17/2024 16:24:26.000 12/18/2024 00:07:43.000 to 12/18/2024 23:21:56.000 12/19/2024 00:05:51.000 to 12/19/2024 21:56:58.000 12/20/2024 19:43:20.000 to 12/20/2024 20:47:33.000 12/21/2024 03:35:36.000 to 12/21/2024 22:30:10.000 low battery alert was found on: 12/15/2024 21:46:00.000, 12/16/2024 12:35:00.000 12/17/2024 16:24:00.000, 12/19/2024 21:34:00.000 12/20/2024 19:50:00.000, 12/21/2024 10:08:00.000 12/21/2024 19:48:01.000 replace battery alert was found on: 12/16/2024 07:17:00.000 12/21/2024 19:39:00.000 failed battery alert/battery failed alarm was found on: 12/19/2024 00:11:05.000, 12/19/2024 00:11:12.000, 12/19/2024 00:11:13.000 12/19/2024 21:56:16.000, 12/19/2024 21:56:58.000 12/20/2024 19:43:24.000, 12/20/2024 19:43:48.000 12/20/2024 19:45:11.000 12/21/2024 19:46:36.000, 12/21/2024 22:08:19.000, 12/21/2024 22:09:29.000 insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert, replace battery alert and failed battery alert/battery failed alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. No unexpected low battery alert, replace battery alert and failed battery alert/battery failed alarm noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 21-dec-2024 in the formatted history file. Sensorerroralert (801) was found on: 12/17/2024 04:45:58.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a scratched case and a serial number label missing. Cosmetic damage was confirmed at the battery compartment of the pump during analysis. The pump passed all the required testing. Customer alleged for failed battery alert/battery failed alarm was not confirmed. However, during visual inspection slight corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.